Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient met their healthcare provider (hcp) yesterday and the programming was tweaked. When the patient left the appointment, they could not stand. The caller thought it would be better when they got home, but it did not resolve and the patient is still not able to stand. The patient was brought to the emergency room (ER) in hospital and called the physician. The physician was not sure if this was caused by the programming change from group a to b. The caller requested assistance changing back to a and the change was made successfully. It is unknown if the issue is resolved as they were not able to have the patient move during the call. It was reviewed to call if assistance is needed. Additional information was received that the patient was admitted to the hospital. Pt also provided weight at time of event. The inability to stand was resolved after changing back to group a. The consumer said the inability to stand occurred right after a stimulation adjustment. Once the stim was corrected, the issue resolved.